Manufacturer narrative:
Pt date of birth is unknown as it was not provided. Pt patient gender is unknown as it was not provided. Initial reporter: (B)(6). Mfg date: the date of manufacture has been requested but not yet available at the time of this report. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss also checked the customer¿s handpieces. The handpieces and unit passed checklist. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported corneal edema after cataract procedure using a phacoemulsification unit. Although several attempts were made for additional information, no further information was provided.

Manufacturer narrative:
The surgery center indicated the edema appeared as a consequence of the corneal burn. In the initial report, it was only mentioned the appearance of the edema, without mentioning the cause, which was the corneal burn that required 3 sutures. The expected outcome of the patient was elevated astigmatism and the edema-corneal leucoma situation of the opacification was at 12 with the size measuring at 2.5 mm by 2.5 mm (6.25 mm2). (B)(4). All pertinent information available to abbott medical optics has been submitted.